Event description:
It was reported prior to patient discharge post implant, an x-ray was taken. The rv lead was found to have dislodged into the atrium. The lead was capped and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.